Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller indicating the generator was approaching its end of service. The ipg log was assessed and the ipg was not at a true eri, the elective replacement indicator message displayed was premature. The device had the appropriate level of battery voltage to provide therapy. Follow up identified the physician elected to replace the patient's scs ipg with a new one.